Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic "oesophagoresection", on the stomach, the staple line clamp was not complete. The surgical time was extended by 30 minutes or more due to the product problem. The patient got a re laparotomy and they sutured the hole of the stomach to complete the case.